Event description:
The customer reported a connection issue with a solution bag, which occurred during peritoneal dialysis (pd) therapy. The home patient (hp) contacted baxter's service center regarding assistance with ending therapy during drain 3 of 7. The hp stated a bag had became disconnected. The technical service representative (tsr) assisted in ending therapy. There was patient involvement, however no adverse event was indicated at the time of the initial report. Three days later, baxter product surveillance contacted the hp regarding reported problem. The hp stated they did not have any further difficulties, however, they just have been cautious when connecting the luer locks. The hp is careful so they do not strip out the connection.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. The cause was determined to be a use error. A review of the label for the product family will be conducted. Per the patient at-home guide, users are instructed not to overtorque the connection between the bag and cassette line when setting up supplies for therapy. If there is any further relevant information from that review, a supplemental medwatch will be filed.